Event description:
An industrial customer from (B)(6) notified biomérieux of misidentification results when testing with the vitek ms instrument (ref 410895). The customer cultivated an environmental strain on columbia blood agar (bd) and tested on the vitek ms, which obtained an identification of campylobacter ureolyticus 99.9%. Customer performed gram staining only and determined the isolate was a micrococcus sp. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any person's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An industrial customer from germany notified biomérieux of a misidentification of micrococcacae, as campylobacter ureolyticus using the vitek® ms instrument (ref 410895) knowledge base v2.0. An internal biomérieux investigation was performed. Conclusion on the system: the system was operational during the test and the spot preparation quality was determined to be good. The "all peaks number" from the calibrator strain was quite homogeneous, which can be extrapolated to sample spot preparation. Conclusion on the identification: based on the complaint description and the results obtained after reprocessing the customer's data with the next vitek ms knowledge base (industry kb v3.1) and knowledge base v3.2, the most probable identification is kocuria rhizophila. This identification result is in accordance with the gram staining results the customer obtained (cocci gram positive). Suspected cause of the issue: limitation of kocuria rhizophila not in knowledge base v2.0. No further investigation will be performed. Kocuria rhizophila has already been added in the next vitek knowledge base v3.1 and v3.2. It is recommended that the customer update their system to the latest version.